Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR is a duplicate of 1625685-2022-00106 this supplemental is to cancel MDR.

Event description:
It was reported that the anesthesia in the bd¿ whitacre spinal tray was ineffective during use. This occurred with 2 spinal trays. The following information was provided by the initial reporter: "chief of anesthesia shared that they had two failed spinal anesthesia approaches. Access was easily obtained from a patient anatomy standpoint. Correct placement was confirmed by two providers. They injected the bupivacaine 0.75% with dextrose 8.25% from the spinal anesthesia tray by vendor bd (becton dickinson) product #405671, lot #0001493304 and the patient continued to have full sensation. A new tray was obtained, same medication injected from the new tray and full sensation continued. After raising a concern it was confirmed that another location experienced the same issue and had the same lot# on hand. We believe that the bupivacaine 0.75% with dextrose 8.25% in this lot is ineffective.".

Event description:
It was reported that the anesthesia in the bd¿ whitacre spinal tray was ineffective during use. This occurred with 2 spinal trays. The following information was provided by the initial reporter: "chief of anesthesia shared that they had two failed spinal anesthesia approaches. Access was easily obtained from a patient anatomy standpoint. Correct placement was confirmed by two providers. They injected the bupivacaine 0.75% with dextrose 8.25% from the spinal anesthesia tray by vendor bd (becton dickinson) product #405671, lot #0001493304 and the patient continued to have full sensation. A new tray was obtained, same medication injected from the new tray and full sensation continued. After raising a concern it was confirmed that another location experienced the same issue and had the same lot# on hand. We believe that the bupivacaine 0.75% with dextrose 8.25% in this lot is ineffective."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.